Event description:
During deployment of the trunk-ipsilateral component of the excluder bifurcated endoprosthesis, the device slipped downward approximately 5mm. This resulted in the inadvertent covering of the right hypogastric artery. It is believed that the catheter/sheath was not properly stabilized during deployment, resulting in the slippage of the device. The procedure was completed without further incident, preserving the left hypogastric artery.